Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found the device with a t outside the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an acl with meniscal suture, when attempting to suture the meniscus, the fast-fix 360 second shot did not work. The shooting button became loose and it did not fire. The procedure was finished with a smith and nephew back up device. No surgical delay and no further complications were reported.

Event description:
It was reported that during an acl with meniscal suture, when attempting to suture the meniscus, the fast-fix 360 second shot did not work. The shooting button became loose and it did not work. The t1 implant was successfully removed from the patient using a grasper. The procedure was finished with a smith and nephew back up device. No surgical delay and no further complications were reported.